Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No scroll bar/ramping numbers without button press noted. Unit had missing address/serial label graphics layer. Unit returned with cracked end cap. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to cracked endcap. However unit passed the displacement test. Scratched on display window and missing end cap sticker noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.